Manufacturer narrative:
(B)(6). Device evaluated by MFR: the pcb device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified a shaft kink approximately 100mm proximal from the distal tip. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the non-tortuous and moderately calcified vessel in the left upper limb. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the non-tortuous and moderately calcified vessel in the left upper limb. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).